Event description:
Night shift nurses brought to my attention this morning that they were having difficulty with the kangaroo feeding pump tubing set. The sets that work have another manufacturer's label on them. The sets that did not work have covidien labeling. Sets appear to be exactly the same. There is a round portion on the tubing that is used for priming but the staff stated they tried multiples of the covidien sets and different feeding pumps. They could not get the tubing to prime past the round circle above the pliable tubing. The staff also had one that primed through pump and then would not prime anymore of the way down the tubing. No patient harm.